Event description:
It was reported that pt came into the hospital (B)(6).

Manufacturer narrative:
The MFR did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available that confirms a product failure, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4)